Manufacturer narrative:
It is corrected to"adverse event". Additionally, angle closure was also noticed in the lower quadrant of the eye. It is corrected to "serious injury". (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7, -11.0/+3.0/062 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Excessive vaulting and significant reduction of irido corneal angles was noticed. Attempts at obtaining additional information have not been forthcoming.

Manufacturer narrative:
Corrected data: it is corrected to "product problem". It is corrected to "malfunction". Claim# (B)(4).